Manufacturer narrative:
Updated section b5.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 517 mg/dl. Customer stated that her ring does not look cracked but when she changes out the set something falls apart but does not know what it was, but it was gunky looking. Customer stated that the ring was turning yellow and it smelled like insulin inside. Customer stated that she was waking up in the range of 600 mg/dl, 500 mg/dl, and 400 mg/dl. Customer stated that the metal ring inside does not stay, it popped out and she has to get on the floor and find it. Customer stated that she did not get 7 days out of her sensor. Customer stated that she has to enter multiple blood glucose. Customer stated that last three days she woke up and did not put a sensor in. Customer experienced nausea and was shaky. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customer treated for high blood glucoses using insulin pump. Customer does not alleged insulin pump was under delivering. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 517 mg/dl. Customer stated that her ring does not look cracked but when she changes out the set something falls apart but does not know what it was, but it was gunky looking. Customer stated that the ring was turning yellow and it smelled like insulin inside. Customer stated that she was waking up in the range of 600 mg/dl, 500 mg/dl, and 400 mg/dl. Customer stated that the metal ring inside does not stay, it popped out and she has to get on the floor and find it. Customer stated that she did not get 7 days out of her sensor. Customer stated that she has to enter multiple blood glucose. Customer stated that last three days she woke up and did not put a sensor in. Customer experienced nausea and was shaky. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using insulin pump. Customer does not alleged insulin pump was under delivering. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.